Event description:
A customer reported to a baxter representative five catheter extension sets, with luer activated valve adapter, which were observed splitting during use. According to the report, the customer had five extension sets split open during an injection rate of 2.0psi. No samples are available for evaluation. There was no indication of a patient injury or an adverse event in association with this report. No additional information is available at this time. This report will address one of the five occurrences contained in this report.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a leak and rupture could not be confirmed. The cause was not identified, because a sample was not returned for evaluation and the compliant did not describe any type of use error that might have caused this issue. A batch review could not be performed as lot information was unavailable. If any additional information is available a follow-up medwatch will be submitted.